Event description:
Caller reported a cartridge alarm 20 issue during the load process of a pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was educated by technical support to ensure proper cartridge removal timing and assisted in loading a new cartridge, but the alarm recurred, preventing a successful cartridge load. Technical support decided to replace the pump, provided storage mode instructions, arranged the shipment of a replacement pump, and instructed the caller on returning the problematic pump with a pre-paid label. Customer acknowledged and understood the steps provided.